Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected pump error 63, pump error 15 or pump error 4 alarms note during testing. However, pump error 15 alarm (line number 213 file number 30) and pump error 4 alarm were found in the formatted history file due to a software error. Pump error 63 confirmed in formatted history file with variable (003) due to a broken trace at pin1, u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated insulin pump off during self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.